Event description:
Report received of an adverse patient event while the device was in use. The patient was receiving pain management therapy post-operatively following a hysterectomy. The pca orders were for the pca only mode to deliver 1mg/ml morphine with a loading dose of 2mg, a 1-2 mg pca dose, and a 10 minute patient lockout. A 4-hour limit was not ordered. The pca infusion was started at 15:15 in 2002. The nurses notes showed the cumulative totals of morphine given at 16:00 were 10mg, at 19:00 were 29.9 mg, at 21:00 were 39.9mg. The nurse documented at each of these checks, a patient sedation level of 1 (patient wide awake) and respirations ranging from 16-20 per minute. At 21:00, 15mg of toradol was given. At 22:00, it is documented that the patient felt much better and stated that they were going to sleep well. At 01:30 the patient was found unresponsive with labored respirations. It was also noted at this time that the patient had vomited. The patient was treated with intubation and was transferred to a hospital,where patient was diagnosed with aspiration pneumonia. It is unspecified if this patient fully recovered. Though requested, there was no additional information available.